Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Please clarify how many devices was used in this single procedure if there are multiple patient events, ask: 1 blister 2. Provide the specific number of patient events: no casuality 3. Did the event occur during one or multiple patient procedures? 3 times 4. What is the total number of procedures? 6 procedures 5. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No 6. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). 7. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle came off the suture. There were no adverse patient consequences reported. Additional information was requested.